Event description:
The physician was treating a patient with a basilar artery aneurysm. He was attempting to deploy a penumbra 400 coil (11 x 45 complex std). The coil would not detach. He successfully removed the coil and completed the case with other penumbra 400 coils. Additional information from the physician: the patient had a partial thrombosis, large basilar tip aneurysm. The coil became lodged in distal portion of catheter and physician removed both successfully. He the reinserted new pxslim microcatheter and safely delivered more penumbra 400 coils. He speculated thrombus had built up inside distal portion of catheter, creating resistance, and the inability of the coil to detach. He did not recall excessive tortuosity.

Manufacturer narrative:
The assembly is complete with some slight bends and patient blood in the distal detachment tip (ddt). The pet lock is unbroken, the proximal constraint ball is in the ddt and the pull wire is in the capture feature. These observations are consistent with an undetached coil. The proximal end of the pusher was introduced into an example detachment handle. The tendency of the pusher to catch at the proximal edge of the pet lock was noted. Once the pusher was properly in place in the handle, the handle was actuated once. The pet lock broke into two parts and the parts separated cleanly by 2.3 cm. The coil detached from the ddt as intended. The coil is fully functional. The difficulty detaching the coil noted in the complaint could not be duplicated. The coil detached from the pusher assembly as expected when the detachment handle was actuated properly. The detachment handle used in this case was not returned so its performance could not be evaluated. However, follow-up information from the physician revealed that the physician speculated that thrombus may have built up inside the distal portion of the catheter, creating resistance between the coil and the catheter and preventing detachment of the coil. The physician also added that he did not recall any excessive tortuosity in the vessels. Based on the observations during the device evaluation and the physician's comments it is likely that thrombus from patient blood built up during coil manipulation and prevented the coil from detaching. During decontamination, some of this thrombus was removed, allowing the coil to be detached as intended. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.